Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a periodic review of published literature by the manufacturer, a baylis medical device was identified among several other manufacturer's devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical device caused or contributed to the reported complications. However, as a baylis device was among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: della rocca, d.g., horton, r.p, di biase, l., bassiouny, m., al-ahmad, a., mohanty, s., gasperetti, a., natale, v.n., trivedi, c., gianni, c., burkhardt, j.d., gallinghouse, g.j., hranitzky, p., sanchez, j.e. Natale, a. (2020) first experience of transcatheter leak occlusion with detachable coils following left atrial appendage closure. Jacc: cardiovasc. Intervent; 13(3): 306-319. Doi: https://doi.org/10.1016/j.jcin.2019.10.022. As per this article: there was one major adverse device-related event in an (B)(6) man (patient #(B)(6)), who developed pericardial tamponade requiring a pericardial window. The patient was discharged home on the third day post-admission. A (B)(6) woman (patient #(B)(6)) developed a small pericardial effusion without hemodynamic compromise. Subsequent subxiphoid pericardiocentesis was performed, and 160 ml of serosanguinous fluid was aspirated from the pericardial space. The patient was discharged home on the following day with a stable level of hemoglobin and no further evidence of pericardial effusion